Manufacturer narrative:
(B)(4).

Event description:
A patient was treated with continuously renal replacement therapy (crrt) involving a prismaflex m100 set. No defect was observed on the prismaflex m100 set in connection to the priming and treatment start. After 2.0 hours of treatment, a blood leakage was observed due to, as reported, a crack on the filter set located at the bottom near where the tubing connects to the filter. Reportedly a puddle of blood was observed on the floor, the exact amount was not reported. The treatment was discontinued and restarted involving a new set and the same prismaflex control unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.